Event description:
Physician reports that pt has complained of pain since micro-insert placement. Physician conducted diagnostic hysteroscopy and noted an "extended wire" protruding from right ostium. Physician cut off the wire. Pt's pain subsided. Per the IFU: a very small percentage of women in the essure clinical trials reported recurrent or persistent pelvic pain, and only one woman requested device removal due to pain; however, if device removal is required for any reason, it will likely require surgery, including an abdominal incision and general anesthesia, and possible hysterectomy.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.